Event description:
(B)(4). It was reported that following a coronary stenting treatment procedure, chest pain occurred. In (B)(6) 2013 the subject presented with unstable angina (braunwald classification ib) and the subject was referred for elective cardiac catheterization. The target lesion # 1 was located in the prox lad with 99% stenosis, which was 20 mm in length and with reference vessel diameter of 3.50 mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.50 x 20 mm study stent with 0% residual stenosis. Post index procedure, the subject was noted to have elevated cardiac enzymes. Cardiac enzyme elevation was consistent with universal definition of mi (peak troponin I: 1.83 mcg/l; uln: 0.1). No action was taken for the event. One day post index procedure, the subject was noted to have chest pain after pci. No action was taken for the event. The subject was discharged the next day on dual antiplatelet therapy.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that following a coronary stenting treatment procedure, chest pain occurred. In (B)(6) 2013 the subject presented with unstable angina (braunwald classification ib) and the subject was referred for elective cardiac catheterization. The target lesion # 1 was located in the prox lad with 99% stenosis, which was 20 mm in length and with reference vessel diameter of 3.50 mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.50 x 20 mm study stent with 0% residual stenosis. Post index procedure, the subject was noted to have elevated cardiac enzymes. Cardiac enzyme elevation was consistent with universal definition of mi (peak troponin I: 1.83 mcg/l; uln: 0.1). No action was taken for the event. One day post index procedure, the subject was noted to have chest pain after pci. No action was taken for the event. The subject was discharged the next day on dual antiplatelet therapy.

Manufacturer narrative:
(B)(4).